Event description:
Device diagnostic testing (both normal mode and systems diagnostics) resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery and end of life as a likely cause of the high lead impedance test result; however, the patient was scheduled for generator replacement surgery due to suspected end of service. Intraoperative device diagnostic testing during generator replacement surgery (with replacement generator connected to the original lead) continued to yield high lead impedance test result, indicating a probable lead issue. Because the facility did not have a replacement lead available, the patient was closed with the replacement generator connected to the original lead and plans to replace the entire system at a later date. Approximately two weeks later, the patient underwent revision surgery, during which both the lead and generator were replaced. Treating physician was not aware of the patient experiencing any recent injury or trauma that may have damaged the ncp system. Lead break is suspected. No serious injury was reported in conjunction with the high lead impedance conditions.